Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. He noticed the pod was coming up to the side and the cannula was out of his skin.